Event description:
It was reported that during a pre discharge check it was discovered the right atrial (ra) lead had dislodged. The lead was initially reprogrammed and turned off. The lead was then revised, repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.